Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see section h.10

Event description:
Material no: unknown batch no: unknown. It was reported that during use of the unspecified bd¿ needle the health professional was stuck with the needle after giving a patient a shot. The following information was provided by the initial reporter: nurse had a needle stick after she gave a patient a shot. She does not like these needles.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown. Batch no: unknown. It was reported that during use of the unspecified bd¿ needle the health professional was stuck with the needle after giving a patient a shot. The following information was provided by the initial reporter: nurse had a needle stick after she gave a patient a shot. She does not like these needles.